Event description:
The user facility reported the oxygen catheters were tested prior to insertion and found that the catheter was experiencing a high reading of 300 and never went to 150 (which is the expected reading at room temperature). This device was not used on a pt. Once a device passed the pre-test, it was then implanted on the pt.